Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "they have 2 ruptures in their implant, one on each side, in a lot of pain." Device remains implanted. This record is for the left side.